Event description:
It was reported a balloon burst during a unk procedure. Attempts to gain further info with regards to the circumstances surrounding this event were unsuccessful. This device was returned evaluated and retained by this MFR. The engineering evaluation revealed the shaft under the balloon was bowed. Pressure testing revealed a 3 centimeter longitudinal burst located from 2.5 to 5.5 centimeters proximal to the distal radiopaque marker. Scratches were noted on the balloon surface. Balloon rupture or balloon leakage is an anticipated event of percutaneous angioplasty which has been associated with overpressurization or use in a calcified lesion. This device displayed characteristics consistent with overpressurization, a bowed shaft under the balloon, as well as contact with a sharp external source, scratches on the balloon surface. The co's believes these factors may have contributed to this event, however, without further info regarding the circumstances of the event, the co is unable to determine the exact cause for this event. The co's directions for use state: "if loss of pressure within the balloon catheter occurs during inflation or if the balloon ruptures during dilatation, immediately discontinue the procedure. Deflate the balloon. Do not reinflate and remove carefully...inflation in excess of the rated burst pressure may cause balloon to rupture...balloon rupture at lower pressure may occur in strictures exhibiting sharp points due to calcified material or staples."